Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 504 mg/dl. The customer was treated high using the manual injection. Customer's blood glucose value was 504 mg/dl at time of incident. Customer's current blood glucose value was 272 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was explained about the 2 high blood glucose rule. The customer declined troubleshoot for high blood glucose levels. Customer performed troubleshoot for no delivery alarm and customer feels that the pump is not delivering insulin. The product was returned for analysis.